Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer had two low's blood glucose one at 50 mg/dl on (B)(6) 2016 and one at 40 mg/dl on (B)(6) 2016. Customer treated low blood glucose with coke. Customer was offered to troubleshoot for high blood glucose but declined.